Event description:
Patient revised to address delamination of insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed. Should add'l information be received, the investigation will be reopened.